Manufacturer narrative:
Patient weight/ethnicity: unknown, information not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021 (the patient presented on (B)(6) 2021 with new onset blurry vision started on (B)(6) 2021). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure due to dislocation of the iol. Patient presented with onset of blurry vision. A pars plana vitrectomy, goniotomy yamane intrascleral haptic fixation of the iol, and limbal relaxation incisions were performed. A non-johnson & johnson lens, 14.0 diopter was used as a replacement. Patient's outcome was good, and no injury was reported. It was indicated that the lens was discarded. No further information was provided.